Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during sterilization conducted at the user facility metal shavings were discovered falling out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and observed metal shavings in the collet kerf. The device was discarded by the manufacturer.

Event description:
It was reported that during sterilization conducted at the user facility metal shavings were discovered falling out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event